Event description:
On two consecutive days, the gamma camera incorrectly assigned images from one patient to another patient's file. In both cases, the error was discovered and the data was deleted from the wrong patient and correct data acquired in its place.